Event description:
A report was received that the patient was no longer receiving stimulation in the pain area. An impedance check revealed that the lead displayed high impedances. The patient underwent a lead replacement procedure and was doing well post operatively.

Event description:
A report was received that the patient was no longer receiving stimulation in the pain area. An impedance check revealed that the lead displayed high impedances. The patient underwent a lead replacement procedure and was doing well post operatively.

Manufacturer narrative:
The returned lead was analyzed and the complaint of high impedance was confirmed. Visual microscope and xray inspection of the lead revealed that multiple cables were completely broken at the bent kinked location of the lead. The bent kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture locations. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.